Event description:
A customer in the us reported to agfa, while using the dx-d 100 system, the collimator fell from the system. The customer reported while moving the dx-d 100 system, the tech hit a bump in the floor. This caused the collimator to become detached. Agfa service responded and completed checks of the dx-d 100 system. Agfa service reattached the collimator and verified light field. The system is now working as intended and no further events have been reported. The investigation by agfa confirmed the four screws that hold the collimator on were not retracted. The dx-d 100 systems already contain an explicit caution warning concerning mechanical collimator installation "carefully follow the mounting instructions and make sure that the collimator is correctly assembled. Incorrect mounting could be dangerous: it could cause the collimator to fall or to operate inaccurately". A general service bulletin communication (sb147) has been issued to all servicing engineers that stresses the correct mounting of collimators and with references to all applicable manuals. Here has been no reported harm to patient or users for this event.